Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
According to the patient, the unit would not fully charge at home and displayed the replace columns error message and the o2 error message, the patient described that they went to the store when the machine shut off, causing them to gasp for air. They claimed that they did not have an alternative oxygen supply while they were at the store. The patient reported that someone in the store called 911 and the ambulance took them to emergency room. The patient received oxygen and medicine at the hospital and is currently doing fine. The patient mentioned that they had a history of copd and emphysema.